Manufacturer narrative:
With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Gi bleeding/av malformations, pericardial effusion/tamponade, platelet dysfunction and sensitivity to aspirin are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Device remains implanted.

Event description:
It was reported that the patient went into outside hospital emergency department on (B)(6) 2016 with complaints of dizziness and headache. She was found to have a hemoglobin (hgb) of 6.6. Due to her history prior gastrointestinal (gi) bleeds, she was admitted directly to her implanting center for further monitoring and suspected gi bleed work-up. Upon admission, the patient's repeat hgb was 6.5 and her inr was 2.9. All anticoagulation was stopped (warfarin, aspirin (asa), dipyridamole). She was transfused 2 units packed red blood cells (prbcs) with an appropriate response. On (B)(6), a "vce" was performed. The results of the vce on (B)(6) were negative for any active bleed. The gi team believed the bleeding may be related to the polyps removed during her previous admission for gi bleed on (B)(6) 2016. The patient was started on every other week infusions of intravenous iron. The patient's dipyridamole was stopped (started prophylactically as outpatient for uptrending ldh levels). Her warfarin (inr 2.5-3.0) and asa 325 mg daily did not change. The patient was discharged home on (B)(6) 2016 and to date has been doing well at home with no further bleeding issues.